Event description:
It was reported that the insulin pump had a prime anomaly and that insulin "squirted" out during the manual prime process. The blood glucose reading 238 mg/dl. The customer stated that the insulin had been squirting across the room instead of dripping. She also noted that she had been having higher blood glucose levels recently and her doctor believed this could be the reason. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device was received with minor scratched display window. The unit received with cracked battery tube threads, pump received with cracked reservoir tube lip, and missing end cap sticker. The drive support disk was inspected and no anomaly was noted. Unable to perform basic occlusion test, occlusion and excessive no delivery test due to the prime anomaly. Unable to verify motor problem due to the prime anomaly also. However, the motor passed motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.